Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis. Peritonitis was manifested by cloudy effluent, vomiting, diarrhea, and a fever of 103 (units not specified). The patient was hospitalized for the event. The cause of the peritonitis was reported by the patient to be related to the solution; however, this could not be confirmed, therefore the cause was assessed as unknown. The patient was treated with unspecified antibiotics (doses, frequencies, and routes of administration not reported) for the event. At the time of this report, the patient's recovery status was unknown. Action taken with dianeal therapy was not reported. No additional information is available.